Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had kept turning on and off in the middle of night due to battery error. Insulin pump had rejected new battery. There was scratches on the screen and unexplained no delivery alarm during prime. Insulin was leaking out where the infusion set was attached to insulin pump. The communication issue was there including cannot find sensor signal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.